Event description:
It was reported to medtronic neurosurgery that during preimplantation testing, the doctor found that the valve was leaking.

Manufacturer narrative:
(B)(4). The valve was patent and passed siphon and reflux testing. The valve met specifications for all pressure-flow and preimplantation testing. It did not meet the requirements for leak testing due to a large tear in the top of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a lot cut and tear resistance. A review of the manufacturing records showed no anomalies. No impact to patient reported. All of our valves are 100% tested at time of manufacture.